Event description:
Caller alleged false negative troponin (tni) results. Results as follows: pt presented with shortness of breath and chest pain. ECG showed signs of myocardial infarction. Blood was sent to the lab and ran on triage as well. Triage showed normal results, but the lab results confirmed elevated cardiac enzymes. Immediate treatment was started in ICU and the pt was stabilized. The following cut off's were used: triage, tni: (0-0.40), ckmb: (0-4.3), myo: (0-107). Laboratory, tni: (0.01-0.04), ckmb: (0.6-6.3), myo: (14-66).

Manufacturer narrative:
Investigation pending.